Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was treated for peritonitis with unspecified antibiotics. Pd therapy was temporarily discontinued and the patient was switched to hemodialysis for two weeks. Outcome of peritonitis was not reported. No additional information is available at this time. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.